Event description:
It was reported that the patient presented to the emergency room after the implantable cardioverter defibrillator exhibited multiple inapporpriate shock therapy episodes. The physician attempted to use a magnet but it was unsuccessful. It was noted that the patient had an MRI that day and the device was not prepared per MRI protocol. It was also noted that the device exhibited diaphragmatic stimulation and backup vvi. Temporary programming changes were made. The reason for the inappropriate therapy was unable to be confirmed due to the files being corrupt. The device was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory and was consistent with MRI exposure without appropriate programming. The cause of the reported inappropriate therapy could not be identified since the device¿s bvvi mode was cleared in the field. No other anomalies were noted.